Event description:
Reporting status: malfunction reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during the second inflation, the rx voyager balloon ruptured at 8 atm. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, interaction with other devices, patient anatomy, lesion calcification, or lesion tortuosity. It was reported that the lesion was mildly calcified and 90% stenosed, which could have contributed to the balloon rupture. However, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported balloon rupture.